Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure the shaft was found to be broken. When they opened the package, the shaft of a taxus express2 3.5 x 32 mm stent was found to be broken and the box was intact. The stent was never attempted to be placed in the pt, so no pt complications were reported.